Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Customer's reading was 426 mg/dl. Customer treated with the insulin pump. The customer reported having a severe headache and nausea as symptoms. The customer performed troubleshooting, and found small air bubbles in the tubing. The customer did not find any other issues. The customer declined to perform the high pressure test. Nothing was replaced or returned for analysis.